Event description:
It was reported to boston scientific corporation in 2005 that an endovive low profile balloon replacements device was placed during a procedure performed five days prior (patient age, gender, and weight unknown). According to the complaint, balloon ruptured after approximately 1 week post-placement which was "injected with 10cc of water". There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. The cause of the reported malfunction is undetermined.